Manufacturer narrative:
(B)(4). It was reported that, on (B)(6) 2015, the patient is doing well, has no mesh, but still has hernia, and no more surgery planned for now. The doctor is planning to see the patient in (B)(6) 2016 and will decide what to do next.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia procedure on (B)(6) 2015 and suture was used to secure a mesh. Ten days post-op, the patient returned with bowel obstruction and revision surgery was performed. The mesh was removed from the omentum and the surgeon noted that two-three sutures were attached to the abdominal wall.. These were removed, and none were attached to the mesh, they pulled through. Some tacks were noted on the mesh and attached to the abdominal wall. Additional information has been requested.